Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the telemetry monitor following completion of the implant procedure. The measured r-wave amplitudes were now 5mv and the pacing threshold measurement was 1.8v. It was suspected that the issue was paroxysmal loc with respiration. X-rays were performed and confirmed the lead tip was still firmly attached to the myocardium and was not dislodged. Due to the variable threshold measurements at this site, intervention was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the telemetry monitor following completion of the implant procedure. The measured r-wave amplitudes were now 5mv and the pacing threshold measurement was 1.8v. It was suspected that the issue was paroxysmal loc with respiration. X-rays were performed and confirmed the lead tip was still firmly attached to the myocardium and was not dislodged. Due to the variable threshold measurements at this site, intervention was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.